Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x 200mm, 150cm catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Manufacturer narrative:
Device eval by manufacturer: this ranger drug-coated balloon 5mm x 200mm, 150cm catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a circumferential tear to the balloon 5.8 cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon rupture reported from the field.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x 200mm, 150cm catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.